Event description:
It was reported that during the implant procedure the physician attempted to implant a pump but was unsuccessful to due the pump dimpling with an inflatable penile prosthesis (ipp). The ipp pump was not implanted and a new ipp pump was successfully implanted.